Event description:
On 2/14/94, a rn removed the bovie pad, on the adhesive part of the pad was a black and blue area of 150 cm x 2 cm on right mid-thight. On 2/15/94, lpn called surgery to tell rptr she noticed the bruise mark on pt's leg.